Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the specification range and passed off no power test. Pump passed the delivery accuracy test. Drive support cap was inspected and no anomaly was noted. Pump was monitored and tested with no low battery alert noted. Pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 400-600 mg/dl. The customer¿s current blood glucose was 169 mg/dl. The customer was treated with syringes. Customer also stated that they had low battery alarm. Customer alleged insulin pump was under delivering. The drive support cap was normal. The product was returned for analysis.